Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5142899/5142995, model/catalog description:linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.